Event description:
It was reported that in a pin, passing drill tip, pieces of metal spiraled off the pin while drilling. No patient injuries were reported. There was no significant surgical delay reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.